Event description:
Air bubble noticed in intravenous line while nurse was performing a normal saline flush, through the device, using a b-d syringe. Did not aspirate prior to flush. (Last access had been the evening before when line was flushed with heparin). Air bubble was observed moving down the line. Nurse aspirated the bubble out without incident or injury to the pt.